Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that insertable cardiac monitor (icm) exhibited premature battery depletion and had reached end of service. No intervention was reported. There were no patient consequences.